Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this implantable lead had high pacing thresholds and loss of sensing. A revision procedure was performed and this lead was successfully repositioned with good measurements. Currently, this lead remains implanted and in service. No adverse patient effects have been reported beyond the additional procedure performed. Should additional information become available, this event will be updated.